Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high superior vena cava (svc) defibrillation impedance. The impedance was steady at about 58 ohms through (B)(6) 2015 and then spiked to 100 ohms the week of (B)(6) 2015. It then returned to the prior level. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had possible fracture and high impedance in the superior vena cava (svc) coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.